Event description:
The surgeon reported that it was impossible to insert a PICC for a parenteral nutrition because the supple part of the guide spiralled. The guide spiralled despite the fact that the echography was correct (it showed that the guide was well positioned and that there was no obstruction). It was impossible to use the guide so a 2nd one was opened and same problem occurred. The patient was fine. See MDR # 1036844-2014-00469 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.